Event description:
As reported by the user facility: "mother states she hooked up her son's tpn the same way except the only difference was the new caresite access site. She was not able to discern where the leak occurred due to her panic. She did retain the setup." The caresite valve is attached to a broviac catheter. A b braun 6 inch y extension set is attached to the caresite valve.

Manufacturer narrative:
(B)(4). In a f/u call to the facility, the reporter stated that the pt was doing fine and that there was no need for add'l treatment as a result of the leakage. One (1) used caresite valve attached to a smallbore y-extension set was received for eval with packaging. The sample was subjected to a leakage test with failing results. The sample was then examined under magnification, and a crack was noted in the caresite body but not along the knit line. A review of the nonconforming lot report (nlr) database was performed for the finished good and involved molded component lots and no abnormalities or nonconformance's were noted during in-process or at final product inspection. The investigation into the cause of the reported incident is ongoing at this time. A f/u report will be submitted when the investigation results are available.